Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor. Service did a complete rebuild of the device, and it was returned to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was successfully completed. There were no adverse consequences reported as a result of this event.